Manufacturer narrative:
UDI: (B)(4). Concomitant device: battery reamer device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that both the battery oscillator device and battery reamer device overheated during use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The device was evaluated and the reported condition that the battery oscillator device was getting heated was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had less torque, and the bearing and shaft were found to be faulty. It was further determined that the device failed pre-test for check oscillation frequency. The assignable root cause of this condition was determined to be traced to component failure due to wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.